Event description:
During a lap cholecystectomy, the clips scissored and did not form correctly during the first firing. It would form clips inconsistently. Case completed with el314. No patient consequence.